Manufacturer narrative:
The device has returned, analysis has not been performed yet. This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that one day after implant, the computerized tomography (CT) scan showed a possible perforation. The patient developed shortness of breath and chest pain over the weekend. The patient returned to the hospital and a pericardial drain was done, after this the patient experienced pain. To resolve the issue a lead revision was performed and, a new right ventricular (rv) lead was placed and the old lead was extracted. No additional patient adverse effects were reported.